Manufacturer narrative:
One swan ganz pacing catheter was returned for evaluation. Customer report of pacing issue was confirmed. Continuity testing found that the proximal circuits had an intermittent condition when flexing the tip area of the catheter. Distal circuit was continuous and no short condition was observed between the proximal and distal lead wires. A cut down of the catheter body was performed just proximal side of the proximal electrode to expose the pacing lead wires. Proximal lead wire insulation was partially missing at around 2.5 cm proximal from catheter tip. Continuity testing confirmed an intermittent condition of the proximal circuits around catheter tip. The balloon inflated clear and concentric and remained inflated for 5 min. Without leakage. No visible damage was observed from windings, balloon, catheter body, and returned syringe. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect. Therefore a root cause could not be established. The device history record review was performed and no manufacturing non conformances were identified associated to the reported malfunction. As per the manufacturing process, the bifilar nickel magnet wire go through a delamination inspection process as part of the preparation of the wire insertion into the catheter. The proximal wire is then soldered to the proximal electrode and an electrical continuity test is performed to both proximal and distal electrodes. Then, the procedure indicates to inspect electrodes for excess adhesive, marks or roughs burrs on the electrodes. Also, this includes instructions to perform an electrical continuity test on the proximal and distal electrodes. The instructions for use (IFU) provides instructions on catheter manipulation to avoid any damage to the electrical unit.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the results become available. The device history record has not been completed. Complaint histories for all reported events are reviewed against trending control limits, on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported the swan ganz pacing catheter did not pace just right after insertion for a tavi procedure in a patient without any cardiac conduction defect. Replacing the catheter solved the problem. There was no further information available. There was no allegation of patient injury. The device will be available for product evaluation.